Manufacturer narrative:
Examination of the returned devices and patient x-ray(s) confirms the reported disassociation. Acetabular cup malpositioning has been confirmed and likely contributed to the eccentric loading of the liner by the femoral head. A worldwide complaint database search found no additional related reports against the provided product code/lot code combinations. Review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Product problem has not been identified. No corrective action has been indicated. Monitor via sep-419. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised due to disassociation and a liner in pieces.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 04/18/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient had audible squeaking due to metal on metal contact. Metal staining within the joint was also noted, the tabs of the liner were damaged, and the femoral head was also noted to be damaged. The complaint was updated on: 5/16/2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.